Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of signal on the g5 mobile application and an adverse event. The patient¿s father stated the patient experienced 3 seizures due to signal loss on the g5 mobile application. The patient¿s mother performed a finger stick reading and the patient¿s blood glucose was 47mg/dl and the paramedics were called. When the paramedics arrived, they administered the patient with glucagon. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.